Manufacturer narrative:
H6. Evaluation results - visual inspection of the returned product found the lens optic torn into two pieces. One haptic was torn off. The other haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions -(no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the haptic and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and one haptic tore. The lens was cut into pieces to remove with no pt injury, no enlarged incision or sutures.